Manufacturer narrative:
During the device evaluation, the pedal was sticking and caused a test handpiece to run on its own. Upon disassembly, the engineer found the epoxy in the switch housings was sticky. The device was discarded by the manufacturer.

Event description:
It was reported that during set up at the user facility the tps unidirectional footswitch caused a handpiece to run without user activation after the pedal was released. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during set up at the user facility the tps unidirectional footswitch caused a handpiece to run without user activation after the pedal was released. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.